Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported right side rupture. Device has been explanted.

Manufacturer narrative:
Device evaluation:rupture: no observed openings in the device. Additional observations: ¿ wear abrasion observed in the device. ¿ brown particles observed in the surface of the shell. No further actions are required as the device was implanted. Additional, changed, and/or corrected data: d9, h3, h6

Event description:
Patient reported right side rupture. Device has been explanted.